Manufacturer narrative:
The lot was manufactured november 17, 2017 ¿ november 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused the medication to the patient. The desired infusion time was 48 hours; however, the total volume was delivered to the patient in 24 hours. The infusor was filled with fluorouracil and sodium chloride 0.9% solution. There was no patient injury or medical intervention associated with this event. No additional information is available.